Event description:
It was reported via repair work order that the fowler would drift due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler would drift. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.

Manufacturer narrative:
Follow-up submitted as further investigation determined the fowler was drifting due to a faulty motor which was repaired and the unit returned to service.